Manufacturer narrative:
#E2012017. Report late due to asr to individual reporting transition.

Event description:
As per complaint (B)(4), a dental implant had loss of integration and the implant was removed. No patient effect was recorded.